Manufacturer narrative:
Investigation type: eitan medical investigated history records of the lot used by the customer. Investigation findings: no design or manufacturing discrepancies that could have caused or contributed to a complaint of this nature were identified. Conclusion: eitan medical requested unused cartridges of the same lot (1815.2703.14) for investigation. Once provided, further investigation will be conducted, and the investigation findings will be submitted in the follow up report.

Event description:
This complaint was reported by a customer from USA. A leakage issue was reported. It was reported no human harm occurred, and no medical intervention was required.